Event description:
It was reported that during a photo selective vaporization of the prostate procedure the laser fiber was fragmented. The procedure was completed using a second device. There was no patient complication.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the laser fiber was fragmented. The procedure was completed using a second device. There was no patient complication.